Manufacturer narrative:
(B)(4). The customer reported a flo-gard infusion pump which experienced an false occlusion alarm. This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation did not confirm the reported condition of an occlusion alarm. The root cause could not be determined since the pump passed all testing. No action was necessary to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flo-gard infusion pump which experienced a false occlusion alarm in the medical surgery department. It is unknown when or at what point in the process this condition occurred. There was no patient involvement. The user interface module master software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.